Event description:
Three days after the pulsed field ablation procedure, the patient experienced recurrent atrial fibrillation and presented to the emergency department. Cardioversion was performed successfully and sinus rhythm was restored.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.